Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a lesion in the rca, with 98% stenosis, in a tortuous location. The lesion was pre-dilated but the device could not cross the lesion. The physician used a new device to complete the surgery. No patient complications were reported. Evaluation summary: the device was returned for analysis. The distal tip was flared . The stent was positioned on the balloon between the inner shaft markers as per specification requirements . The 8th and 9th distal segments were misaligned with raised struts . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of the device (lesion morphology ¿ 98% stenosis, tortuous lesion). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 98% stenosis tortuous lesion). (B)(4).